Event description:
The user complained that the unit had melted underneath; the night table was damaged; and the unit was no longer working. On evaluation of the returned device localized heat damage was found on the printed circuit bord. There was localized heat damage to a small area of the device's lower case. It was very difficult to pinpoint the exact cause of the failure of the unit. The MFR feels that the most likely scenario is as follows: it is possible that a foreign object or printed circuit board tracks near to the heater control triac, though water ingress into the humidifier cannot be ruled out. The heat generated had caused damage to the humidifier lower case. Eventally the arcing had bridged additional tracks resulting in the blown 1amp fuse. This is the first such incident in the life of this product.